Manufacturer narrative:
The customer was contacted for additional details on 06/26/2025. Based on the discussion: the patient did not experience pain. The disassociation was identified through x-ray in a follow up meeting about 3-4 weeks following implantation. The surgery was on (B)(6) 2025 and then revised on (B)(6) 2025. There were no signs of patient noncompliance following the surgery nor were any patient falls noted. After implanting the poly, the surgeon visually inspected the rim to check for proper seating. The device was returned and inspected. The ring end was stuck in the poly slot and would not move. The metal ring was still intact with minimal signs of damage. The only noted damage on the ring was a slight bend on one end, indicating that the device was not fully seated into the stem. The DHR was reviewed and no nonconformances related to the failure were noted. Based on the investigation it was concluded that the device was not fully seated.

Event description:
Revision surgery due to poly disassociation which was identified through an x-ray image during a follow-up meeting approximately 3-4 weeks following device implantation. The surgery was on (B)(6) 2025 and was later revised on (B)(6) 2025.